Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patient's blood glucose results were 280 mg/dl, 189 mg/dl, 270 mg/dl. Tests were done within < 10 minutes with a difference of 22%. Patient did no experience any adverse events. No further information has been reported.